Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-02400. It was reported that the catheter became stuck on the guide wire. The physician selected an angiojet® solent omni catheter over a magic torque guidewire for a thrombectomy procedure in the iliac, femoral and popliteal veins. During the venous deep vein thrombosis case, "the catheter worked fine up until the very end of the procedure." When withdrawing the catheter, it got stuck to the guidewire. The "entire system" was then pulled out after pulling just the catheter "so hard that it stretched" it. The case was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's status was reported as "fine".